Event description:
The complainant reported the patient was on impella rp flex support and during support, they had black tarry stool, significant bleeding in the esophagus, and an additional 1-2 liters of bright red blood was found in the stomach. Heparin was in the purge of the rp flex. The family decided to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel has been completed. Due to limited clinical details and no product returned, the root cause of the vascular damage - peripheral vessels cannot be determined. The following have been reported incorrectly on manufacturer device report 1220648-2024-22362. E4 should have been left blank. G1 reporting contact email.